Manufacturer narrative:
Issue description: as indicated in the event description, this event occurs specifically when the customer misuses the gem premier 3500 barcode gun by repeatedly clicking the gun, which can potentially cause the instrument under certain conditions, to attach the test results to an incorrect pt ID. Recall to be initiated: a recall will be initiated to notify the field and/or provide the corrective software. The recall action will be submitted and tracked through the local (B)(4) FDA district office.

Event description:
Customer reported that the pt ID from the previous sample was transmitted to the wrong file on their gem premier 3500 instrument. Per the customer, this event occurs specifically when they misuse the gem premier 3500 barcode gun by repeatedly clicking the gun, which can potentially cause the instrument under certain conditions, to attach the test results to an incorrect pt ID. Note: the customer has 3 gem premier 3500 instruments and reported a complaint for each instrument, so a separate medwatch is being reported for each of these complaints. There have been no adverse events or pt treatment issues related to this issue.